Event description:
The advocate stated the customer tested her blood glucose and received a reading of 487 mg/dl using her contour meter. She retested using another meter and received a reading of 136 mg/dl. Another test using the contour meter gave a result of 566 mg/dl, while the other meter read 114 mg/dl. The difference between the readings falls in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.